Manufacturer narrative:
The product has been received for analysis. This report will be updated if further information is provided from the analysis. (B)(4).

Event description:
It was reported that this right atrial lead was explanted due to a dislodgement and a damage during a previous mitra clip procedure. The lead was working correctly prior to that procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation was completed. This lead was subjected to and passed continuity, hi-pot, x-ray and electrical tests. Lead was determined to have met specifications. Product investigation does not provided any additional information. Patient code 3191 captures the reportable event stating that the patient was sent to surgery.

Event description:
It was reported that this right atrial lead was explanted due to a dislodgement and a damage during a previous mitra clip procedure. The lead was working correctly prior to that procedure. No additional adverse patient effects were reported.